Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # pc-(B)(4). An invalid lot was initially reported. A valid lot was not provided, therefore, the manufacturing records could not be reviewed. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot # ? Ll88dwhr0. Procedure name ? Redon fixation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, when was the suture noticed to be broken? Intra-op- during use on patient, while suturing ? Or post-op- after suturing, during recovery period? Was initial procedure completed successfully? And how? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Any patient consequences or adverse event outcome? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement ? Any medical/surgical intervention was performed for this suture event? Was an additional procedure indicated? Please describe what was done? Any change in the patient¿s post-operative course as a result? Patient current condition?

Event description:
It was reported that a patient underwent a redon fixation procedure an unknown date and suture was used to place a drain. Post operatively, the suture broke at multiple places. The drain felt out of the wound due to the fact that the suture broke. No adverse patient consequences were reported. Additional information was requested.